Event description:
The surgeon implanted both locking screws in the mid shaft of the tibia using the guide sleeve and the stainless steel long self-holding screwdriver which is inline with the op technique. No force was used and the surgeon was very careful when turning the screwdriver to implant the screw without stripping the head of the screw. Surgeon stripped the heads off 2 titanium 5mm screws in t2 ankle nail. The patient has hard bone in the mid shaft and the surgeon stripped the titanium head of each screw with the stainless steel self-holding long screwdriver. This was the third case in a row for him and this added at least 45mins to the case as he had to remove the 2 headless screws from the shaft. He believes a 5mm tap would have....

Manufacturer narrative:
Device will not returned. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.